Manufacturer narrative:
Philips technical support (ts) was able to remotely assist the customer and confirm the reported problem via the telephone. According to case notes, the customer replaced the device in question with a spare unit and the issue was resolved. As a result, a replacement device was ordered for the customer. A search in salesforce found no further related calls.

Event description:
The customer reported that the flex cardio 2010 device is having issues when displaying vitals during cases. According to the customer, vitals are skipping or repeating. The device was in use on a patient. There was no report of patient or user harm.